Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. The customer was advised the possible causes of no delivery alarm and to call the help line to do troubleshooting or to do a complete set change. No further information provided.